Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/21/2012 to the present date 10/29/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported the 8100 module giving a check IV set alarm. Using asm, the technician saw that the bottle side pressure sensor was stuck at 5v. It was recommended to replace the bottle side pressure sensor. No patient involvement is noted.